Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultralflex esophageal ng uncovered distal release stent was to be used to treat a malignant stricture in the esophagus during a gastroscopy with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician applied "great force" to deploy the stent, which caused the stent to be deployed prematurely in the patient's stomach. The physician used forceps to reposition the stent and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.